Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device mfg dates are unk. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used during a endoscopic variceal ligation in the esophagus, performed on (B)(6) 2009. According to the complainant, during the procedure, the handle was rotated 180 degrees, but the band would not deploy. The physician continued turning the handle and two bands deployed at the same time. The procedure was completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good. Attempts to obtain more complete info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.